Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted:(B)(6)2015 explanted: ; ubd: (B)(6)2017 UDI: (B)(4) product type catheter analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. The analysis interrogation report indicated the pump was used to deliver 10.0mg/ml dilaudid (unknown dose, as pump was returned programmed to minimum rate mode). Analysis of the catheter, model# 8780, serial# (B)(4), (B)(4). Serial#(B)(4). Serial#(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of dilaudid via an implantable infusion pump for non-malignant pain. It was reported by a consumer that at the end of (B)(6) 2017 the catheter needs to be replaced. The consumer reported that the patient's doctor said the manufacturer's representative (rep) suggested to replace the pump as well. The patient's husband, remarked that his wife, the patient, was looking to speak to the manufacturer about replacing the pump as well. The patient's husband stated that they think, well they know the catheter is being replaced due to a granuloma and a blockage at the spine. As a result of the call, the consumer was to follow-up with the doctor. Additional information was received from a healthcare professional (hcp) via manufacturer's representative (rep). It was reported that the rep did not see this patient but had spoken with the managing hcp about the patient. The managing hcp reported that because the patient's pump had run dry previously for an extended period of time, the managing hcp would prefer the pump was replaced when the catheter was replaced. The cause of the pump going dry was said to be that the patient was seeing different pain physicians and missed the refill date according to the managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.